Event description:
An optometrist reported a case of transient light sensitivity 3 months post bilateral lasik. Patient was treated with steroid drops. There are two medical device reports associated with this event. This report references the left eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).